Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer's pump is beeping and there is a black circle on the screen. Customer stated there was also a button error alert. Customer's blood glucose level was 150 mg/dl. Customer was asked to remove the battery from the pump for 30 minutes, but the error returned. Insulin pump will need to be replaced. No further assistance needed.